Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported sheath split issue was confirmed. The failure to achieve hemostasis could not be replicated in a testing environment as it was based on operational circumstances. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no product quality issue identified with this device based on the information reviewed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using a starclose se device via a 6f sheath after an interventional procedure. Reportedly, the clip of the starclose se device was successfully deployed; however, hemostasis was not achieved. When the device was removed it was noted that the distal end of the sheath of the starclose se device did not split completely. Manual arterial compression was applied for thirty minutes to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.